Manufacturer narrative:
Result: there is no visible damage to the exterior of the neuron max 088 long sheaths. Conclusion: the complaint has been evaluated. The compliant indicates that there was resistance felt when 5.0 cm of the distal tip of the neuron max 088 long sheath was inserted into the y-connector. The second complaint indicates that the neuron max 088 long sheath marker band detached from the distal tip of the sheath inside the patient. Evaluation of the returned devices could not confirm any product issue with the catheter that encountered resistance in the y-connector. The catheter was properly hydrophilically coated and its dimensions were within specification. The cause of the resistance could not be determined. In addition, evaluation of the second returned neuron max long sheath confirmed a detached marker band. The tip of the catheter showed no damage however, the marker band was not present in the expected location of the distal tip and was returned with the catheter completely detached. This failure has never been identified during any product testing, inspection, or use. The cause of this issue is unknown but will be closely monitored. All of the manufacturing records for the device were reviewed and no issues were noted during product or inspection. The catheters are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned for evaluation and an investigation is in progress. A follow-up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00363.

Event description:
The patient was undergoing a medical procedure using the neuron max 6f 088 catheter. During preparation, the y-connector was connected to the system and before inserting the neuron max catheter into the vessel, a terumo stiff 0.035 inch wire was inserted into the introducer sheath. The physician experienced resistance with the wire in the distal 5 cm of the neuron max catheter; therefore, the physician decided not to use the neuron max catheter.